Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing with a blue cartridge the device partial fire and the device was difficult to open and close. The staples were also malformed. A second device was used and the same thing occurred. A third device was used to complete the case with no patient consequence. Both devices were removed from the tissue with no tissue damage. Another third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Device (a) was received for analysis with no visual non-conformances and with two reloads present. Reload a was received fully fired; reload b was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload (b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5ja70: mfg date 10/02/2012; exp date 09/20/2017.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing, opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, but the device was opened after a few minutes. Is there any other additional information you would like to share about this device or procedure?